Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Please see updates to b5, h4, h6 and h10. B5: the information included in b5 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the loss of image was unable to be duplicated during the device evaluation. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, there was a fluid spill that took down the light source, which in turn took down the df signal to the provation capture software in use. Later the light source began working, and the case was completed using limited provation capture function. The error message displayed was the df capture error message. The procedure was prolonged due to switching the travel olympus cart. The customer also tried to replace the lamp in the light source but it failed. There was no effect on the outcome of the patient procedure, and there was not patient harm or consequence reported as a result of the event.